Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fluoro board for the system was replaced without resolution. The representative then returned to the site and replaced the atp board. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system beeped continuously at start up of the imaging system. It was noted that the display noted there was no power to the generator. The generator was reset, but the imaging system could not perform 2d image acquisitions. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The atp console pcba was returned to the manufacturer for analysis. Analysis found that when the pcba was installed in an imaging system, the generator was ready at start up. Both 2d and 3d imaging were successful. No fault found.